Event description:
It was reported that during an emergency surgical procedure for hemorrhagic gastric perforation, the first two handles were unable to fire and the instrument made a strange noise during the firing attempts. The tissue was described as hemorrhagic and very thick, and a black reload was used. Using a third handle and the same cartridge, stapling was completed properly. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler, (lot number: p4j0889) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.